Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead was unable to be extended. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.